Event description:
It was reported that while the ventilator was connected to a pt the ventilator generated a technical error code indicating an open safety valve and the ventilation stopped. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).